Event description:
Augmented with silicone gel breast implants 1982 - subglandular position. Capsular contracture and rupture now - bil? Pt underwent bilateral capsulectomy with removal of ruptured implants - bilaterally. Pt augmented with silicone implants in submuscular position.